Event description:
Caller states that the pt tested 8.0 inr and 7.9 inr on the coaguchek test system and 4.0 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, strip lot 421a-h14, exp 03/31/2008, cat/3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.